Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor and serter anomaly. Customer's blood glucose level was 7.4 mmol/l. Customer advised the sensor broke while attempting to insert it into their body. Customer advised the serter is responding intermittently. Customer was advised that replacement sensors and serters will be sent out and they agreed to return the products for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors. Performed a visual inspection and found all of the sensor needles were bent inside of the sensor base; unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.